Event description:
The customer reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the reset process, after which the pump no longer displayed the error code, and the caller successfully started their sensor session.